Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked display window, missing end cap sticker and a cracked case near display window corners. All buttons function properly and no button error alarms were noted. However, keypad traces were corroded.

Event description:
It was reported that the customer received a button error. No further information was provided.